Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation(s) not related to the customer reported complaint: the instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation had a nicked at bipolar yaw pulley distal clevis but had no exposed internal wire. No missing material of conductor wire insulation. The instrument was found to have scratch marks/abrasions on the edges of the bipolar yaw pulley. The scratch mark/abrasion was found near on one of the bases of the grips and on yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.131¿ - 0.219¿ in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the cable of the maryland bipolar forceps was torn and stands out. The procedure was completed with no patient harm.